Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported no longer having speech comprehension with the device in the last couple of months. In addition, he reported he sometimes felt stimulation pulses. The recipient was re-implanted.

Event description:
The recipient reported no longer having speech comprehension with the device in the last couple of months. Reportedly, the user had impulse sensations over the implant site since the summer 2018 whilst using the device (rarely otherwise). The severity of the pain felt by the user was 6-7 in a 1-10 scale. The recipient was re-implanted on (B)(6) 2019. It was stated in the device explantation report that the active electrode lead and the reference electrode were severed during removal surgery. After re-implantation the user no longer reported the observed symptoms.

Manufacturer narrative:
Conclusion: device investigations, on the received parts, did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on available information, observed symptoms were most likely attributable to bone growth around the reference electrode. This is a final report.